Event description:
It was reported to philips that the customer dropped the device and damaged the display and the buttons are torn. The customer is requesting parts ID to order replacement parts. There was no reported patient involvement.